Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of above 400 mg/dl. The customer had symptoms such as unending thirst. The customer was treated with insulin pump and manual injections. Customer states that the insulin pump does not allege under delivering but states that cannula was bent. The customer declined troubleshooting for high blood glucose. Customer was advised to change the infusion set, reservoir and insulin. The device will not be returned for analysis.